Manufacturer narrative:
The customer contacted siemens and stated there was a delay in testing a patient sample for high sensitivity troponin (tnih) using a dimension exl 200 instrument due to the quality control material being out of range. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the integrated multisensor technology (imt) tubing, aligned the sampler, aligned the reagent 1 assembly, aligned the reagent 2 assembly and replaced the x tubing. Siemens is investigating the event.

Event description:
The customer contacted siemens and stated there was a delay in testing a patient sample for high sensitivity troponin (tnih) using a dimension exl 200 instrument due to the quality control material being out of range. The sample was collected on 14-aug-2021 and the test result was obtained at an alternate facility on 15-aug-2021. There are no reports of patient intervention or adverse health consequences due to the delay in testing tnih.

Manufacturer narrative:
The initial MDR 2517506-2021-00254 was filed 08-sep-2021. Additional information (24-sep-2021) siemens reviewed the available information and found that the quality control material test results were out of range high. The test was recalibrated and qc test results obtained afterward were within established ranges. A review of the reaction data showed no difference in the blank readings between the discordant results and the other samples processed indicating there was no change in the loci module processing to cause the sudden shift in recovery. The reagent cartridge involved with the elevated results produced acceptable results showing no issue with the reagent and the reagent cartridge did not cause the shift. The cause of the delay in testing high sensitivity troponin (tnih) due to the quality control material being out of range is unknown. The instrument is performing within specifications. No further evaluation of this device is needed. Section h6 adverse event problem codes were updated.